Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a decrease in sensing was observed. Lead was explanted and replaced without complication. No patient symptoms were reported.